Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device reached elective replacement indicator (eri) and a replacement was scheduled. One month later the patient complained of not feeling well and device asynchronous pacing was observed. Early battery depletion was questioned. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device reached elective replacement indicator (eri) and a replacement was scheduled. One month later the patient complained of not feeling well and device asynchronous pacing was observed. Early battery depletion was questioned. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.